Event description:
Complaint is reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention, a stent could not be advanced over a filterwire ez. The procedure treated the target lesion located in the mid left circumflex artery. The filterwire ez "hardly passed the lesion, but the stent could not be delivered over filterwire". No patient complications were reported. However, analysis of the returned product revealed that a component of the device had separated and was not returned. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). Device evaluated by manufacturer: during the visual and microscopic examination of the returned device, the radiopaque distal tip of the protection wire was found slightly curved, however it was not damaged. Blood was found inside the delivery sheath. The delivery sheath was found damaged at the distal tip. The gray shaded area, measuring approximately 3.5 cm was detached from the delivery sheath and is missing. The white tubing was found stretched and flattened at approximately 11.5 cm from the distal portion of the delivery sheath. The wire was found kinked approximately at 112.5 cm, 123 cm, and 124.8 cm, when measured from the distal tip of the protection wire. The retrieval sheath was found stretched from 2 cm to 3 cm at the distal tip. It was kinked at 99.5 cm to 100.5 cm and curved at 134 cm, when measured from the distal tip of the retrieval sheath. It was not possible to perform the unsheathing/sheathing test, because of the amount of dried blood inside the sheath and the damages found on the delivery sheath. The filter bag was observed to be in good condition and met specifications, no anomalies were observed. The slit was present in the delivery sheath and met specification. The peel away test was performed successfully, no anomalies were observed. The reported failure could not be confirmed during product analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is "user related" because based on the condition of the returned device it is evident that excessive force was applied on the device causing severe damages the device. The directions for use provides adequate warnings against the use of excessive force. (B)(4).